Manufacturer narrative:
H6-2017 improper or incorrect procedure or method-failure to follow steps / instructions. The device was returned for analysis. A guide break was confirmed. The foot retraction issue could not be confirmed due to the condition of the device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, the foot did not retract, and the device got stuck. A nick and spread incision using forceps was performed to remove the device. The vessel was not cut and the level of anesthesia was not increased. Vessel damage was noted. The sheath was upsized to a 24f sheath and the mitraclip procedure was completed. An introducer sheath was inserted for temporary hemostasis until manual compression was performed to ultimately achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A photo of the device was received from the account. The foot is open and the guide appears to be separated.